Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer the pcus displayed channel error 800.8000. There was patient involvement, but no harm.

Event description:
It was reported by customer the pcus displayed channel error 800.8000. There was no patient involvement.

Manufacturer narrative:
Correction: describe event or problem.omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative.a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report.investigation summary:the reported issue where the unit displayed the error code 800.8000 was confirmed during log review and was reproduced during laboratory testing.the suspect pcu s/n (B)(6) was not returned for investigation.during external inspection, it was found right (male) iui with corrosion and damaged ribbons. The battery was found to be third-party part.a battery conditioning test was performed using the optimal conditioning configuration, and the device failed the test. The power supply board was temporarily replaced for testing purposes only. The battery conditioning test was successfully completed on the second attempt. The issue was determined to be caused by a defective power supply board in the pcu.the event date was reported as 1 december 2025; the time was not reported. However, log review identified the event dates for both suspect pcus.error logs were provided by the facility.on 1 december 2025, the error logs for pcu s/n (B)(6) showed an instance of system error 255-202-2 (channel error 800.8000.0) at 5:58 pm, confirming the complaint issue. Additionally, four (4) other instances of system error 800.8000.0 were recorded in the error logs between 14 september 2025 and 22 november 2025.on 21 november 2025, the error logs for pcu s/n (B)(6) showed an instance of system error 255-202-2 (channel error 800.8000.0) at 2:00 pm, confirming the complaint issue. Additionally, three (3) other instances of system error 800.8000.0 were recorded in the error logs between 5 november 2025 and 7 november 2025.no other issues or malfunctions were observed in the error logs.per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi).obtain a new pcu. Do not power down until a new pcu is available. Operation will continue all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department.use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris¿ and alaris¿ devices leading to risk of device failure, patient injury, or even death.the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2).root cause:the root cause of error code 800.8000.0 is being attributed to a defective power supply board.note that this report lists imdrf annex a040502, a0401, c0503, c07, d08, d15, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.